Event description:
It was reported that during a selenia procedure on (B)(6) 2024, the gantry was shaking during the tomo sweep. A field engineer examined the equipment and checked the rotational worm wheel gear hardware and it was found that the bolts from the vta assembly were loose. A fmi, sdm/3dm kit was used to fix the issue and calibrated and the system met the manufacturer´s specifications. No patient or staff injury reported. No other information available.

Manufacturer narrative:
An investigation was completed: on 8/21/2024, it was reported under a separate complaint that the gantry was shaking. The customer cancelled the service visit due to not being ready for repairs. On 9/23/2024, the customer reported system shaking again under a new complaint. The field engineer (fe) was dispatched to the customer site and found the vertical travel assembly (vta) bolts were loose. The fe tightened the bolts to resolve the shaking. On 10/25/2024, the customer reported system shaking during tomo sweep under this complaint. The fe was redispatched to the customer site and replaced the vta bolts using the replacement kit to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 2,651 days and were not returned for further investigation. The cause of the system shaking was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. The vta was installed on this gantry with no issues noted. System product code: sdm-sys-9000-3d, serial number: (B)(6), manufacture date: 06-21-2017, system installation date: 07-28-2017, unique device identifier (UDI): (B)(4).